Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath tip separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. An action item was initiated for the increase in occurrence in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicty: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: devuce manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a left heart catheterization, the physician employed a 75cm destination slender sheath. The patient experienced radial spasm. The physician administered nitro both subcutaneously and intra-arterial (ia) through the sheath and rotaslide to the sheath. The dilator was inserted into the sheath and upon removal of sheath the distal tip of the sheath broke off in the patient's radial artery. The patient was transported to the operating room where a surgical removal of remaining sheath was performed. The left heart catheterization was aborted. The surgical removal was successful. The estimated blood loss was less than 250cc. Additional information was received on 30jun2025: the initial sheath was a 6fr slender sheath. They had initially tried to do the left heart catheterization with the slender, a 100cm tig and a 260cm merit 1.5 mm j-wire. They were unable to engage coronaries due to tortuosity, so they swapped the slender sheath for the r2p sheath. The results of the surgical procedure are unknown, however heard that the patient did well. Additional information was received on 02jul2025: the procedure was aborted. The patient was stable.